Manufacturer narrative:
The end user replaced the absorbent canister which resolve the leak. No patient information provided to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. The end user replaced the absorbent canister which resolve the leak.

Event description:
The hospital reported a malfunction causing a leak potentially greater than 4.5lpm during a case. There was no patient injury.